Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer's insulin pump was stuck in a battery out limit alarm. Customer's blood glucose was 695 mg/dl. Caller stated that she keeps putting batteries and keeps receiving the alarm. Customer treated with a manual injection. Caller stated that the pump alarmed after a battery change and they treated manually 3 hours ago. Customer's blood glucose is now 222 mg/dl. Caller stated that the customer also had a no delivery alarm yesterday and was unable to do anything. Caller stated that they removed the battery for a few hours. Caller stated that sometimes it takes several presses for the buttons to work. Caller stated that the b button hasn't been working, so she has to press on it hard, but she doesn't want to break it. Caller stated that the minutes do change. Caller was advised that the insulin pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and to revert to a back-up plan.